Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 35 mg/dl but their sensor displays 81 mg/dl. The customer was treated for the low blood glucose with glucose tablets. The customer has been having issues with their infusion sets but declined troubleshooting the issue. The customer did not return the product back for analysis.